Event description:
A vns patient went to surgery to replace their generator for being at end of battery life. Attempts to interrogate the patient's generator were made multiple times. All attempts were unsuccessful. Their programming system was confirmed to be working with a demo generator in the same location. The physician attributed this to eos. When the new generator was connected to the existing lead during surgery, high impedance was observed during a system diagnostic test (7/limit/high/no). The generator was removed, and a generator diagnostic was performed with normal results. Complete pin insertion was confirmed. Another diagnostic was performed and high impedance was observed again. The surgeon, decided to close patient with new generator implanted and a full revision will be scheduled. Good faith attempts are underway for further details about the reported event.

Event description:
The patient had full revision surgery and their explanted products were discarded therefore will not be returned for analysis. The patient did not have any specific fall or injury preceding their high lead impedance. No x-rays were taken preop as the patient's generator was just suspected at end of life.

Manufacturer narrative:
Patient information: corrected data: patient sex corrected to female.

Manufacturer narrative:
Device malfunction caused event. But did not cause or contribute to a death or serious injury.